Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed plate was observed broken in two fragments from the middle area. A complete potential cause cannot be established with the available information. According to the surgical technique rapidsorb resorbable fixation system se_808132, rev. Aa the following are mentioned: the implants must never be bent, notched or scratched in their cold, rigid state, as this may result in surface damage or internal load concentrations, providing possible starting points for product failure. Plates may be heated and contoured up to three times. Bending/contouring of plates, meshes and foils must not be repeated more than three times. Do not store the implant(s) in the hot water bath. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the rapidsorb-pl 1.5 str 4ho t0.8 single pac would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: product code: 851.004.01s lot number: 214l837, release to warehouse date: 18.oct.2023, manufacturing site: werk bio oberdorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the rapidsorb-pl 1.5 str 4ho t0.8 single pac was broken at the middle. The broken fragment was not returned. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. According to the surgical technique rapidsorb resorbable fixation system se_808132, rev. Aa the following are mentioned: the implants must never be bent, notched or scratched in their cold, rigid state, as this may result in surface damage or internal load concentrations, providing possible starting points for product failure. Plates may be heated and contoured up to three times. Bending/contouring of plates, meshes and foils must not be repeated more than three times. Do not store the implant(s) in the hot water bath. A dimensional inspection could not be performed due to the damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the rapidsorb-pl 1.5 str 4ho t0.8 single pac was consistent with the reported condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: product code: 851.004.01s. Lot number : 214l837. Release to warehouse date : 18. Oct 2023. Manufacturing site: werk bio oberdorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3, h6 investigation summary: the product was not returned to j&j medtech orthopaedics; however, photos were provided for review. The photo investigation revealed plate was observed broken in two fragments from the middle area. A complete potential cause cannot be established with the available information. According to the surgical technique rapidsorb resorbable fixation system, the following are mentioned: the implants must never be bent, notched or scratched in their cold, rigid state, as this may result in surface damage or internal load concentrations, providing possible starting points for product failure. Plates may be heated and contoured up to three times. Bending/contouring of plates, meshes and foils must not be repeated more than three times. Do not store the implant(s) in the hot water bath. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the rapidsorb-pl 1.5 str 4ho t0.8 single pac would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: 851.004.01s, lot number: 214l837. Release to warehouse date: 18.oct.2023. Manufacturing site: werk bio oberdorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified.

Event description:
It was reported that during the surgery, the plate was broken off. Surgeon removed all the broken parts. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.